Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. The manufacturing history of the subject device was reviewed, with no irregularities noted. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
The subject device was used during a mobilizing the tonsillitis, the probe of the device was broken. The fragment was retrieved from the patient body. The procedure was completed with another device. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the probe broke off at 17mm from the distal end, and there was a scratch on the probe. The shape of the fracture surface showed that the crack developed from the scratch as the starting point. There was a scratch on the non-insulated area of the grasping section. Also the ptfe pad was worn away, and part of it was peeled. This type of damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was worn away and peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). It was also known that the non-insulated area and the probe came into contact since the ptfe pad was peeled, consequently the probe cracked, and besides the probe was broken when the probe received a load. The instruction manual of the subject device already states. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.